Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an unknown alarm and blood was seen in the balloon. Patient was taken to the cath lab to remove and replace the catheter. There was no reported injury to the patient. Medwatch form description: it was reported during intra-aortic balloon (iab) therapy, the console generated a "check iabp catheter" alarm. Blood was noted in the catheter that delivers helium gas for balloon expansion, signaling balloon integrity issue. The patient returned to the cardiovascular lab for ex-plantation of the effected iab catheter and implantation of a new iab catheter. There were no reported consequences or impact to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab), the console generated an unknown alarm and blood was seen in the balloon. Patient was taken to the cath lab to remove and replace the catheter. There was no reported injury to the patient.

Manufacturer narrative:
Additional even site email: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an unknown alarm and blood was seen in the balloon. Patient was taken to the cath lab to remove and replace the catheter. There was no reported injury to the patient. Medwatch form description: it was reported during intra-aortic balloon (iab) therapy, the console generated a "check iabp catheter" alarm. Blood was noted in the catheter that delivers helium gas for balloon expansion, signaling balloon integrity issue. The patient returned to the cardiovascular lab for ex-plantation of the effected iab catheter and implantation of a new iab catheter. There were no reported consequences or impact to the patient.